Event description:
It was reported that during a sleeve procedure, after removing the stapler, the surgeon observed that stapling had been performed on only half of the staple line and the stomach was partially transected and only partially stapled. There were no error messages or abnormal sounds before, during, or after firing. Another stapler was used from competitor to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4: batch #unk. Additional information was requested, and the following was obtained: the stomach was severed without a complete staple line. Additional stapling with a different stapler was required to re-secure the transection. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the surgery completed? Current status of the patient? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97v8j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.